Event description:
Customer reported that the buttons on the insulin pump became unresponsive. The blood glucose reading was 63 mg/dl. She stated that the numbers were scrolling without input. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to corroded damage on the keypad traces. No unexpected ramping numbers noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.